Manufacturer narrative:
B3 - date of event: date of event was approximated to 11/01/2024 as the exact event date was not reported. D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k112701, k141521.

Event description:
It was reported that balloon ruptured. A 5.0 x40, 135cm charger balloon catheter was advanced for dilation. During inflation, the balloon ruptured before reaching the rated pressure. No patient complications were reported.